Manufacturer narrative:
Date of event estimated based on aware date.

Event description:
It was reported that a thrombus and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was implanted in the laa of the patient. The patient presented no evidence of thrombus at their one year follow up. On an unspecified date, the patient presented for a non-related echo and a large thrombus was found anchored to the threaded insert of the watchman device. The surgeon decided to do other procedures while removing the thrombus and the patient died during surgery due to complications from those procedures. The death was unrelated to removal of the thrombus.